Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2015 with the following findings: pump booted to the verify screen with dim pink contrast. Pump was exercised for 24 hours battery was removed for 6 hours , time and date reset to default. Pump was open to investigate and the internal battery was found to be leaking and unable to hold a charge. Black box confirmed time and date reset to default setting following battery change on 12/14/2014 but time was not set correctly after time/date reset. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on (B)(4) 2015.